Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient was treated for a left open tibial tubercle transfer, open vastus medialis oblique muscle advancement, lateral release, chondroplasty of patella, release of suprapatellar adhesions, and partial medial menisectomy on/about (B)(6) 2009 and a 4.5mm cortex screw, self-tapping was implanted. On (B)(6) 2010, the screw was noted to be broken. Patient was returned to the operating room on (B)(6) 2010 and the broken screw was removed and replaced.